Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 300's (mg/dl) with moderate ketones, after changing out the infusion site. Reportedly, the customer thinks the elevated bg level was caused by body rejecting the cannula. To address the bg level, the customer delivered correction boluses and manual injections. The customer reported consulting with health care provider (hcp) regarding the issue and was advised to begin a temporary rate after putting the infusion site in. The customer reported that the issue was resolved and declined having tandem technical support reach out to the clinical diabetes specialist for further assistance.